Manufacturer narrative:
On november 1, 2023, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During the visual evaluation, no apparent damage or visual anomalies were observed on the saline implants smooth 300cc returned device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsules, and effusion to pathology for examination. It should be noted that as part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Since no malfunction was observed during the investigation, CAPA activity was not required.

Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: capsular contracture mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(6).

Event description:
It was reported that a patient underwent primary breast augmentation with a (right) 300cc mentor smooth round moderate profile saline and a (left) unspecified mentor saline breast prosthesis. Post-operatively, the patient was diagnosed, via physical examination, with right breast implant deflation and left breast capsular contracture (baker grade unknown). As a result, the patient underwent bilateral breast implant removal and replacement surgery on (B)(6) 2023. The replacement devices were: (right) 380cc mentor smooth round high profile saline. Catalog: 3503380. Lot: 9858026. Sn: (B)(6). And (left) 380cc mentor smooth round high profile saline catalog: 3503380. Lot: 9858026. Sn: (B)(6). This medwatch form is for the left breast prosthesis. Deflation on the right breast implant has been reported under mrn: 1645337-2023-08730.